Manufacturer narrative:
As the reported defective device was disposed of by the end user, it was not returned for evaluation and hence, no physical or visual analysis of the device could be performed. The reported complaint could not be confirmed and the root cause for this incident could not be determined. The direction for use, which is supplied with the part number, contains the following statement: "ensure that you are making secure connections when using this device to prevent the introduction of air into the system. All connection should be finger tightened. Over tightening can cause cracks and leaks to occur." Examine product carefully for entrapped air and fully debubble prior to injection to minimize the potential for embolism. A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. A review of the april 2009 (B)(4) complaint report noted no adverse trends for the reported product family and the reported failure mode. (B)(4).

Event description:
As reported by the end user in (B)(6), during preparation for a procedure, the end user noted that while trying to aspirate contrast, air entered into the syringe. When they could not remove the air from the syringe, the device was disposed of. The procedure was completed without further complications with another of the same device. As this occurred during prep, there was no contact with the patient, hence no harm to the patient.